Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5037794) in united states on 12-nov-2014 which refers to herself, who had essure (fallopian tube occlusion insert) inserted in 2011. The consumer stated that she began experiencing problems not long after essure insertion. Hormonal and otherwise, she had extreme fluctuations in behavior; anger and anxiety being the most notable. Then she began having horrible cyst-like acne on face and the same painful pimples in vaginal area (not places where there would be any hair follicles). She developed a dry, itchy invisible spot on one side of vagina (all std-sexually transmitted diseases tests, bacteria and yeast tests were negative). She had phantom periods which included cramping and a clear, strange, smelly discharge (also stumped the doctors). She had elevated copper level and reduced sex drive. Idiopathic peripheral neuropathy was developed in 2012. Periods became heavier and clotty. During and before periods she would have dizzy spells. Hysterectomy to remove device entirely and not risk having any piece left as per the conceptus info pamphlet. Essure explant date was (B)(6) 2014. An injury (required intervention) was mentioned but not specified and /or assigned to one of the events. Ptc investigation result received on 08-dec-2014. Ptc global number (B)(6). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and her periods became heavier and clotty. She underwent a hysterectomy for devices removal. The reported event was considered serious as medically significant and is listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur; therefore a causal relationship between the reported event and the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident due to the required intervention for essure removal. The product technical analysis was unable to confirm any quality defect or device malfunction at this time and stated that the reported adverse events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Follow-up information is being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 18-mar-2015: the required number of follow-up attempts have been completed, with no response to date. No further follow-up will be pursued. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and her periods became heavier and clotty. She underwent a hysterectomy for devices removal. The reported event was considered serious as medically significant and is listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur; therefore a causal relationship between the reported event and the suspect insert cannot be excluded. In addition non-serious events were reported. This case was regarded as incident due to the required intervention for essure removal. The product technical analysis was unable to confirm any quality defect or device malfunction at this time and stated that the reported adverse events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.